Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated did not receive medical intervention related to diabetes/use of the product since the last call. Customer stated that the truemetrix meter was working as designed.

Event description:
Consumer reported complaint for e-0 error. Husband is calling on behalf of the customer. Husband stated that the customer has been having some bleeding issues and also issues with her esophagus. Customer had been hospitalized one week ago, customer had been unable to keep food down and hospital tests had found blood in her stool. Customer was given a blood transfusion and IV. Customer did not disclose if any treatment had been received related to diabetes. At the time of the call the customer had felt well and did not report any symptoms. Husband stated that he had contacted the customer's doctor on 09/22/2020 as he believed the customer's blood glucose was low; husband did not disclose why he thought this. Husband stated that he had given the customer some soda and orange juice. Husband stated that they were waiting for the doctor to contact them. The customer declined to perform a blood test during the call. The product is stored according to specification in the bedroom. The test strip manufacturer's expiration date is 01/21/2022 and test strips were opened one week ago.

Manufacturer narrative:
Sections with additional information as of 03-dec-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 03-dec-2020: h10: most likely underlying root cause corrected from "mlc-62: user had poor technique" to "mlc-21: improper technique of obtaining or applying blood sample".